Manufacturer narrative:
(B)(4). Batch # unk the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What is the current status of the patient? Was a leak test performed? If so, what was the result? How many days postoperative did the leak occur? How was leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? How was the leak addressed?

Event description:
It was reported that post operative of an unknown procedure, the patient had a leak. No further information was provided.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: product/ref# lot#? Endoscopic curved intraluminal stapler / ref# ecs25a, lot#1723063010r93y34. Surgeons name and date of surgery? Dr. (B)(6) (B)(6) 2019. Procedure name? Sigmoid colectomy for diverticulitis and diverting loop ileostomy. What happened during case? Nothing unusual. When/how was issue discovered? 5 weeks post surgery when patient having fevers. How long after the surgery was the patient brought back? Not yet taken back, she has diverting ostomy from time of surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the leak alleged to be related to a device deficiency or patient factors given that the leak occurred 5 weeks post-op? A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.